Event description:
Boston scientific received information that the shocking impedance for this right ventricular (rv) lead exhibited high out of range measurements from 122 to 136 ohms. Technical services suggested troubleshooting steps for the clinician. An email was sent to the field representative in an attempt to obtain additional information.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available the event will be updated.

Event description:
Additional information was received that the patient had previously expired which was the cause of the out of range impedance measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal 72 mm segment of the lead was performed. Resistance testing was completed to assess lead electrical integrity. The returned portion of the lead was found electrically continuous. Induced damage to the lead was noted, however was likely the result of the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.